Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complained feeling uncomfortable due to diaphragmatic stimulation. The device as checked out of range pace impedance measurements were noted on the right atrial (ra) lead. The polarity was changed from bipolar to unipolar configuration by the lead safety switch function. Loss of capture was noted even after increasing the outputs. The usage of the ra lead was discontinued and the device was reprogrammed. A follow up was scheduled. No adverse patient effects were reported.